Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown, further described as not related to the pd catheter; rather it was due to something else not further specified). On an unreported date, the patient was hospitalized for the peritonitis for approximately two weeks (dates unspecified). On an unreported date, the patient began treatment for the peritonitis with unknown intravenous antibiotics (doses, frequencies, and durations were unknown). On an unreported date, the patient was fully recovered from the peritonitis event. The patient was going to go into their pd clinic to be retrained on aseptic technique. No information was provided regarding whether dianeal/extraneal therapies were ongoing. No additional information is available.